Manufacturer narrative:
An arjo investigator examined the device and found it in excellent condition. The MFR concludes the root cause of the event was user error. The safety belt was not applied and the resident was left unattended in an elevated position. The operating instructions as well as a specially distributed safety advisory notice are very clear regarding how the operation shall be done; these were not followed. The MFR recommends retraining lift operators in all aspects of how to use and work with the product.

Event description:
The facility reports after the bath, the tub was lowered halfway. The chair was raised in order to get the resident out over the tub rim. The resident was dried off with a towel. The chair was left in an elevated position, so the caregiver could place the resident's socks without having to bend down. As the caregiver turned her back to the resident in order to get the socks, she heard a noise. When she turned back toward the resident, she discovered that the resident had fallen to the floor and the chair had tipped on its side beside the resident. The safety belt had not been applied. The resident sustained a sore knee, but no bruises or other injuries.